Event description:
This distributor became awarw on 5/10/94 of an incident involving the use of an sp catheter while attempting to embolize a branch off the external carotid artery. No difficulties were encountered with tracking the catheter initially, however, approx. 1 cm from the site of purchase the artery went into spasm. Nitroglycerin was administered and the procedure was aborted at that time. The procedure was completed successfully the following day via the left external carotid with a tracker catheter. The pt experienced no sequelae as a result of this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.